Event description:
The information received indicated that a male patient was admitted as part of the pms (post market surveillance) study with a 88% stenosis in the right internal to common carotid artery. There was no calcification or vessel tortuosity. An angioguard was delivered to the lesion and the lesion was pre-dilated with a 3mm balloon catheter at 8atm. The first stent implanted was a precise stent. The second stent implanted. The lesion was post-dilated with a 4mm balloon catheter at 12 atm. During the procedure, the patient's blood flow stopped. The blood around the target lesion was suctioned by aspiration catheter (export, medtronic) and the flow returned to normal. The debris was found in the filter basket after the removal of the angioguard from the patient's body. There was no adverse consequence to the patient and he is out of the hospital now.

Manufacturer narrative:
The information received indicated that a male patient was admitted as part of the pms (post market surveillance) study with an 88% stenosis in the right internal to common carotid artery. There was no calcification or vessel tortuosity. An angioguard was delivered to the lesion and the lesion was pre-dilated with a 3mm balloon catheter at 8atm. The first stent implanted was a precise. The second stent implanted was a precise. The lesion was post-dilated with a 4mm balloon catheter at 12 atm. During the procedure, the patient's blood flow stopped. The blood around the target lesion was suctioned by the aspiration catheter (export, medtronic) and the flow returned to normal. The debris was found in the filter basket after the removal of the angioguard from the patient's body. There was no adverse consequence to the patent and he is out of the hospital now. The patient's medical history includes contralateral carotid artery occlusion, angina, symptomatic stroke, hypertension, hyperlipidaemia, stomach ulcer, bladder infection and insomnia. The history also includes previous pci and brain hemorrhage. The product was not returned for evaluation. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the reported hypoperfusion may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended.